Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump time and date were incorrect; cause was unknown. There was no patient involvement as the customer had not begun insulin therapy with the pump. Reportedly, customer corrected the pump time and date to resolve the issue and continued to use the pump for insulin therapy.